Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance anomaly. Another lead was successfully implanted. No additional adverse patient effects were reported. This ra lead is no longer in service.